Event description:
It was reported there were coupling/communication issues while recharging. The patient had not used the device in over 3 years because the pain was under control, and the device had not been recharged at all during this time. As a result, the device was overdischarged. It was noted the device had been in an overdischarge state at least once before and during that overdischarge event, the patient was sent home to perform a physician mode recharge (pmr) on his own. Two pmrs were performed for device's current overdischarge state, and afterwards, the battery came out of overdischarge. A power on reset (por) message was displayed after the pmr. While waiting for the battery to charge to 25% though, the battery screen displayed the device was at end of service (eos). The battery was going to be replaced, but a surgery date had not been scheduled yet.

Manufacturer narrative:
(B)(4). Lead model 3777, lot #v034485011, implanted: (B)(6) 2007, lead model 3777, lot #v034485010 implanted: (B)(6) 2007, recharger model 37752, serial #(B)(4), programmer model 37742, serial #(B)(4).